Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus) surgical procedure due to the cuff being too tight. During the procedure the existing 3.5 cm cuff was removed and replaced by a 4.0 cm one. There were no device malfunctions associated with the explanted cuff. The patient was said to be doing fine following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus) surgical procedure due to the cuff being too tight. During the procedure the existing 3.5 cm cuff was removed and replaced by a 4.0 cm one. There were no device malfunctions associated with the explanted cuff. The patient was said to be doing fine following the procedure.